Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 7.995 mg/day) and bupivacaine (1.988 mg/ml at 1.59 mg/day) via an implantable infusion pump. The indication for use was noted as post lumbar laminectomy syndrome and spinal pain. It was reported there was a bridge bolus programming error. The hcp did a refill of the pump on (B)(6) 2015 and the drug concentration was changing from 10 mg/ml to 20 mg/ml. The hcp did not change the concentration and no bridge bolus was done. The pump was currently programmed to 10 mg/ml. The reporter was unsure about the dose but was thinking possibly 10 mg/day. The hcp called the patient and he was doing well. It was further reported that based on the flow rate the old concentration would have been delivered in less than a day. The flow rate was 0.7995 ml/day and the total tube volume (ttv) was 0.373ml. The calculations for flow rate and hours to clear were reviewed, along with screen navigation for correcting the concentration and dosing considerations. It was noted the patient didn't even feel the difference. The device manufacturer representative was to discuss the dosing with the hcp and the screen navigation for no bolus given the system had the 20 mg/ml concentration was reviewed. Follow-up was being conducted to obtain actions/interventions taken to resolve the programming error. If additional information is received, a follow-up report will be sent.